Manufacturer narrative:
The device was not returned to stryker sustainability solutions for evaluation. As the device was not returned for evaluation, inspection was unable to be performed. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. The reported event could be attributed to: - excessive force applied - contact with hard object or other improper handling (contact with cautery instrument) - insufficient structural integrity - shipping/handling damage or extreme conditions post distribution from stryker's sustainability solutions. The instructions for use (IFU) state: - damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use. - do not use excessive force. - careful handling of instruments is necessary to avoid damage or breakage. - inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. - a comprehensive understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that the hassan h12lp broke into pieces during surgery. As reported, the pieces were not retrieved. An x-ray was not used to locate the pieces and a larger incision was not made to retrieve the pieces. The surgery was delayed as the team had to replace the item and inflate the abdominal cavity again. There was no other patient injury or medical intervention reported. These are commonly used devices that are readily available.

Manufacturer narrative:
This supplemental report serves to correct the FDA registration number to 0001056128.

Event description:
It was reported that the hassan h12lp broke into pieces during surgery. As reported, the pieces were not retrieved. An x-ray was not used to locate the pieces and a larger incision was not made to retrieve the pieces. The surgery was delayed as the team had to replace the item and inflate the abdominal cavity again. There was no other patient injury or medical intervention reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the cannula housing was received in halves with top and bottom housing fragments of adhered to both portions of the housing. Adhesive was found to be present. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspections and test criteria prior to release from stryker. The reported event could be attributed to: - excessive force applied - contact with hard object or other improper handling - insufficient structural integrity - shipping/handling damage or extreme conditions post distribution from stryker's sustainability solutions. The instructions for use (IFU) state: - damage to the instrument can lead to patient injuries. Always inspect instrument carefully for overall integrity before use. - do not use excessive force. - careful handling of instruments is necessary to avoid damage or breakage. - inspect the instruments for any damage. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. - a comprehensive understanding of the principles and techniques involved in laser, electrosurgical, and ultrasonic procedures is essential to avoid shock and burn hazards to both patient and medical personnel and damage to the device or other medical instruments. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the hassan h12lp broke into pieces during surgery. As reported, the pieces were not retrieved. An x-ray was not used to locate the pieces and a larger incision was not made to retrieve the pieces. The surgery was delayed as the team had to replace the item and inflate the abdominal cavity again. There was no other patient injury or medical intervention reported. These are commonly used devices that are readily available.